Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field complaint of unacceptable threshold was not confirmed in the laboratory. Damage found was sustained in the field. The lead exhibited normal electrical characteristics. No anomaly was found.